Event description:
The customer reported a dark left hand monitor. The system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service rep adjusted the monitors. The system functions as intended.